Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500mg/dl which was treated with bolus using insulin pump. Customer states that sensor glucose was 303mg/dl. Customer states that they got alarm for senor updating and change sensor. Customer declined troubleshoot for high blood glucose. Product will be return for analysis.